Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving baclofen and morphine at an unknown dose and concentration via an implantable pump for spinal pain. It was reported that the patient had a loss of therapy. The hcp did a dye study on an unknown date, which showed a leak around where the catheter entered the intrathecal space. The hcp was unsure if it was a cerebrospinal fluid (csf) leak around the catheter or a puncture in the catheter. The entire catheter was then replaced on (B)(6) 2017. No environmental, external, or patient factors were noted to have led or contributed to the issue. No other interventions were taken aside from the catheter replacement. It was unknown if the issue was resolved and the patient was noted to be "alive - no injury". No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the catheter on (B)(6) 2017 revealed no significant anomaly; the catheter was returned incomplete / returned in segments and had met acceptable testing. Analysis noted that no anomalies were noted on microscopic inspection; the catheter was patent and passed pressure leak testing in the laboratory. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer's representative on (B)(6) 2017 regarding the replacement of the patient's catheter. It was reported that the dye study on the catheter showed a leak near the entrance to the intrathecal space. It was stated that it could have been a cerebrospinal fluid (csf) leak, but the healthcare provider wanted to make sure the catheter did not have a puncture. The device was used in the patient and was intended for treatment. There was no patient death related to the event. It was indicated that no patient injury occurred, and the patient recovered without sequela. It was reported that the reason for the catheter removal was due to a "break, tear, hole." It was marked on the paperwork returned with the catheter that the reason for removal of the infusion device was due to the catheter leak seen on the dye study, and the reason for return of the refill kit/cap kit was due to a "leak;" however, only the catheter was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.